Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The OEM performed a review of the device history record and found there were no nonconformities noted during the manufacturing of model 744000 and serial number (B)(4).

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the generator found no irregularities on the front sockets and no burnt components on the internal printed circuit (pc) boards; however, multiple error messages were found when the history log of the device was inspected. In addition, the device was connected to a test working element and electrode and found the device to cut and coag with no problems. All output power tested within standard specifications. The device was serviced and returned to the user facility. Based on the evaluation findings, the cause of the reported event could not be determined as the device functioned as designed; however, user handling and operator¿s technique could not be ruled out as a contributory factor to the reported event. The instruction manual for use states, ¿when not in use, place active instruments in a clean, dry, non-conductive, and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns. The instrument tip may remain hot enough to cause burns after the electrosurgical current is deactivated. Localized burns to the patient or physician may result from electrical currents carried through conductive objects. Electrical current may be generated in conductive objects by direct contact with the active instrument, or by the active or return instrument being in close proximity to the conductive object whilst activated.¿

Event description:
Olympus was informed that at the end of a robotic sacralcopopexy procedure, a brownish burn / discoloration of the skin was noted when closing the trocar sites. No arcing or capacitative coupling noted. No medical or surgical intervention was required. The intended procedure was completed using the same device.